Manufacturer narrative:
Product event summary: at analysis it was noted that there were errors present in the update history, the touchscreen was out of specification and the stylus was worn. The touch screen assembly and stylus were replaced, the touch screen calibrated and new software installed. The unit was cleaned and it passed all of its electrical safety and final functional and systems tests.

Event description:
The programmer had an upfront complaint of "screen." The programmer was returned to service and analysis verified that the overlay was out of alignment. No patient complications have been reported as a result of this event.